Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further details.

Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm. No kinks were noted in either the heater line or drain line. The alarm was resolved. The home patient stated the drain line is 3 months old. Baxter's technical service representative instructed the home patient to change the drain. No patient injury or medical intervention was associated with this report per the home patient.